Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections, as well as momentary disconnections that did not lead to premature power switching involving five of the batteries. A momentary disconnection will result in an audible tone or "beep". Log file analysis revealed two controller power up events was logged on (B)(6),2020 at 06:31:38 and on (B)(6),2020 at 15:38:58, respectively. The data point logged in the controller's internal logs prior to the first loss of power revealed that a power adapter was connected to power port one and (B)(6),was connected to power port two with 75% rsoc. The data point recorded after the first loss of power revealed that (B)(6),was connected to power port one and the same battery was connected to power port two. The controller was without power for 12 se conds. The data point logged in the controller's internal logs prior to the second loss of power revealed that the same battery was connected to power port one with 84% relative state of charge (rsoc) and the same battery was connected to power port two with 96% rsoc. The data point recorded after the second loss of power revealed that the same battery was connected to power port one and the same battery was connected to power port two. The controller was without power for 13 seconds. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on (B)(6), and (B)(6), in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6),2019. The batteries (B)(6),and (B)(6), had been lubricated prior to release. The most likely root cause of the reported premature power switching and "beeping" event can be attributed to momentary disconnections due to contamination within the power ports and/or temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial #: (B)(6),h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #:(B)(6),h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6),h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5 to include multiple instances. Investigation of this event is pending, and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the there were multiple instances that the controller lost power.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical devices: dtma1d1 ICD, implanted: (B)(6) 2020; 419588, lead, implanted: (B)(6) 2010; 4135, lead, implanted: (B)(6) 2009; 0185, lead, implanted: (B)(6) 2009. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 23-jun-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 30-apr-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 28-mar-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 23-jun-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 28-mar-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-may-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 23-jun-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 3-may-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 23-jun-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 24-sep-2019, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 23-jun-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 26-sep-2019, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-may-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 24-jun-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 31-may-2017, labeled for single use: no, (B)(4). Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was changing their power sources with one power source still connected to the controller, they heard a loud continuous tone alarm and the controller screen went blank with a momentary pump stop. The patient was able to shuffle power sources and the controller turned back on. The patient also heard beeping from the controller without any alarm messages displayed on the controller screen. Power switching was suspected on the controller and batteries. The controller and batteries were replaced. No patient complications have been reported as a result of this event.